Event description:
Pt started to have severe abdominal pain and breathing difficulties on (B)(6) 2013, and so was not discharged as planned. On (B)(6) 2013, a CT indicated severe pneumoperitoneum, and so a diagnostic laparoscopy was performed. No issues were found in the laparoscopy, and the pain resolved with time. The pt was discharged on the (B)(6), and at a f/u visit on the (B)(6) the pt was feeling perfect.

Manufacturer narrative:
According to physician all of the devices performed as required. No issues with devices.